Manufacturer narrative:
The sales representative's follow-up contact with surgeon found that, the knee was aspirated twice. Both the knee and tissue were cultured and there was no growth. The graft source is allograft. The device has not been explanted and remains in the patient. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the prodcut complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. As such, we can not determine what may have caused the user to experience the reported incident. If any additional information is received that would clarify or further an evaluation, then this file will be reopened, made to reflect any evaluation conclusions and a follow up MDR report will be filed with the updated information.

Event description:
A depuy mitek sales rep stated a surgeon contacted him stating a patient who had a biolntrafix device implanted returned with a reaction 2 months post-op. The patient did have a biolntrafix implanted in the other knee and did not have a reaction.